Manufacturer narrative:
The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. 3 affected items were used in this event that were reported to the FDA under : 1222780-2021-00126 : novasure rf controller model 10. 1222780-2021-00128 : novasure suresound 2007.

Event description:
It was reported that during a novasure procedure the device started getting hot for a few seconds prior to the ablation. No injury to the patient or user was reported. Another novasure was used and after the procedure a hole in the array was observed. No more information is available.